Manufacturer narrative:
The customer reported that their system exhibited a problem with f/ax and their footswitch used with the system. Per the sr, the ar did not indicate finding any issues related to the reported event. The system was verified to meet alcon specifications per the stp. With no additional, related information provided, the customer reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the system stopped injecting air and had a footswitch problem. The case was completed using the same system and footswitch. There was no harm to the patient.